Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Log files for the date of event, treatment reports and results of last technical site visit have been requested but not provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported a patient with rainbow glare in the left eye post lasik. Additional information has been requested. There are multiple related reports for this event. This report addresses the date of surgery (B)(6) 2021, and other manufacturer reports will be filed for the additional patients.